Event description:
(B)(4) . I was implanted with essure on (B)(6) 2007 and is has so many side affects that has ruined my life, I am (B)(6) and will be having a hysterectomy due to essure and complications of essure I had none of these problems before implants also my labs are always high for inflammation high sed-rate low bun gynecological cramping sharp/stabbing pelvic pain abnormal menses ovarian cysts uterine cysts fallopian tube cysts bacterial vaginosis discharge (odor/no odor) endometriosis adenomyosis hot flashes fluid in the fallopian tubes) pid (pelvic inflammatory disease) pcos (polycystic ovarian syndrome) cysts at the vaginal opening (bartholin's cyst uterine fibroids uterine , inflammation uterine infection, excessive bleeding during period (menorrhagia), painful ovulation (mittelschmerz), night sweats, hot flashes, bleeding/spotting after sex, painful periods (dysmenorrhea) ,painful intercourse (dyspareunia), bleeding between periods (metrorrhagia), long menstrual cycles (polymenorrhea), lack of menstrual cycle (amenorrhea), yeast infections (candida) ,bacterial vaginosis(constantly), urgent/frequent urination uti (urinary tract infection), bladder infection, cervicitis/vaginitis (swelling, inflammation, infection of the cervix or vagina) itching, burning, stinging, stabbing of vaginal entrance (vulvodynia) breast pain/tenderness abdominal spasms/ twitching/ fluttering pain back, joint, chest, leg, breast, neck, spine, hip chronic pelvic pain all over body aches/pain gastrointestinal nausea, vomiting, gas, constipation, diarrhea, severe bloating, metallic taste in mouth, heartburn bowel issues, headaches or migraines dizziness, tingling sensations, numbness ,brain shocks, nerve pain, brain fog, and,dash; cloudiness, forgetfulness, anxiety/panic attacks, mood swings, stroke, symptoms depression (sadness ringing in ears (pulsatile tinnitus) ,black out spells/ fainting diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss) inability to speak -words wot come out-stroke symptoms mood disorders ptsd (post traumatic stress disorder) numbness in thigh (meralgia parethetica) numbness/tingling in extremeties (hands/feet) sensation of burning, stinging, tickling or prickling of skin nerve pain tremors/shakiness dizziness blood issues anemia/ iron deficiency blood clots high blood pressure vitamin d deficiency unexplained/easily bruising vitamin b-12 deficiency elevated blood counts inability to maintain blood sugars (hypoglycemia)threat for from thick blood have to take blood thinners pulmonary embolism autoimmune disorders lupus,rheumatoid arthritis, fibromyalgia, chronic fatigue syndrome metal allergies (nickel) cysts, boils, acne skin irritation/itching heart issues pvcs vfib heart palpitations coils/device issues perforation of the tubes by the coils coil migrations numbness in extremities swelling of legs or feet hair loss or changes(major hairloss) organs fusing to other organs dental issues (lost almost all my teeth) insomnia thyroid disease (hypothyroid/hyperthyroid) degenerative bone disease liver problems weight issues (loss/ gain) adhesions (scar tissue in abdomen) swollen glands unexplained fevers swelling of legs/feet muscle spasms dry skin/hair/eyes severe bloating.